Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) evaluated the iabp and found multiple errors on the executive processor board. To resolve the issue, the stm replaced the executive processor board and then tested the unit. All functional and safety tests were passed to meet factory specifications and the iabp was returned to the customer and cleared for clinical service.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) was not slaving and that the balloon would not stay inflated. It is unknown under which circumstances this event occurred or if there was patient involvement. However, there was no report of an adverse event.